Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that they entered the patient as usual with the harvesting tool and advanced to distal end of tunnel. They began to take branches and quickly noticed the c-ring was longer on one end than the other. They removed the device to inspect and realized the c-ring was broken in the middle. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned for evaluation on (B)(6)2020. An investigation was conducted on (B)(6)2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the tip of the cannula as well as on the transected c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break-c-ring¿ was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that they entered the patient as usual with the harvesting tool and advanced to distal end of tunnel. They began to take branches and quickly noticed the c-ring was longer on one end than the other. They removed the device to inspect and realized the c-ring was broken in the middle. A replacement device was used to complete the procedure. The hospital did not report any patient effects.